Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed out the cartridge to address bg which also resolved the issue. Customer continued to use pump for insulin therapy.